Event description:
Pt reports that they previously had a signal issue with their pump but it was resolved after changing out the extension tubing. Pt advised they have not had any issues since. Pump serial number is unknown. Pt mentioned that it was late when this happed and they did not want to call the pharmacy. Rph advised that we have an emergency line for urgent issues and if they need assistance to call to speak to an rph. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking information is not available. Photographs were not provided. Current IV remodulin premix dose: 104ng/kg/min. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? Yes. Did pharmacy replace product? No. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved.